Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with blood glucose levels greater than 350 mg/dl. The customer was experiencing ketones, back pain, vomiting, abdominal pain and indigestion. It was also stated that the insulin pump was alarming motor error. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. Nothing further was reported.